Event description:
On 03/16/2000, the facility's or buyer informed the manufacturer's (MFR) sales representative of the following: the device locking mechanism does not work. The device never come in contact with the patient. Please issue replacement for the device in question. No other response required. The product in question is scheduled to be returned to the MFR for evaluation. No further details were provided.